Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in a calcified coronary artery. A 3.50x16mm promus element drug-eluting stent was advanced to treat the lesion. However, it was noted that the tip of the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in a calcified coronary artery. A 3.50x16mm promus element drug-eluting stent was advanced to treat the lesion. However, it was noted that the tip of the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. The device was returned for evaluation. A visual examination of the stent found no issues on the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od (outer diameter) was within specifications. A visual examination of the bumper tip showed no signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no kink or damage on the hypotube shaft. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the extrusion shaft. No issues were identified during the product analysis.